Manufacturer narrative:
The device was returned for analysis. In this case, due to the condition of the returned device (clip not returned), the reported difficult to deploy the clip (difficult or delayed activation) could not be replicated in a testing environment. Visual inspection identified the actuator mandrel to be bent. The measurements of the inner components of the device related to deployment were further taken and all dimensions met manufacturing specification. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported difficult to deploy the clip (difficult or delayed activation). It is possible that user technique of deploying the clip or that there were possible procedural interactions (e.g. Unintended curves on the device and/or anatomical conditions) which resulted in increased tension on the system, such that the clip was unable to initially disengage from the l-lock assembly but ultimately released following troubleshooting maneuvers; however, this cannot be confirmed. The bent mandrel appears to be due to the troubleshooting maneuvers to deploy the clip; this observation does not appear to have contributed to the reported event. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report difficult clip deployment. It was reported this was a mitraclip procedure performed to treat grade 4+ mixed mitral regurgitation (mr). The first clip was implanted successfully in a2/p2. To further reduce mr; a second clip was advanced to the mitral valve and was placed lateral to the first clip. During clip deployment, the clip did not detach from the mandrel. An attempt was made to change the angle of the clip and delivery system, but the clip still did not detach from the mandrel. Approximately twenty-five minutes of trouble shooting was performed. Medial/lateral movements with the stabilizer and anterior/posterior movements with the steerable guide catheter were done, with no success. The gripper lines were pulled to ensure this was not keeping the clip attached to the mandrel. The gripper lines were not the issue. The delivery catheter shaft and the clip were aligned better and finally the mandrel released from the clip. There was no reported adverse patient effect or a clinically significant delay during the procedure. No additional information was provided.